Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse power cycled the system to induce reported discrepancy and verified through error logs. Fse proceeded to replace the video processor (vp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was returned for failure analysis, and the reported errors were confirmed and replicated. A review of system logs found errors 48406 and 319 indicating the vci2 nodes were not present, confirming the report event occurred in the field. Upon visual inspection, no related issues were found. The unit was installed onto a golden system where it triggered errors 48406 and 319, replicating the reported event. The complaint was confirmed based on the field evaluation and failure analysis. Failure analysis was able to determine that the dual window appliance (dwa) board of the vp was the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure that errors 48406 and 319 occurred as the ports were being placed. The customer tried multiple power cycles, several breaker resets, and verified that all of the cables in the back of the system were connected. The customer also performed power cycles with the camera unplugged. The issue could not be resolved. The procedure was converted to a different da vinci system. No known impact or patient consequence was reported.